Manufacturer narrative:
Concomitant medical products: 10ml bd syringe; (3) spm sets; therapy date (B)(6) 2016. The customers report of a channel error was confirmed. Analysis of the pcu event log shows that at 12:50 am on (B)(6) 2016 a channel disconnect occurred during an infusion of trepostinil and the syringe module was removed from the system. Twenty seconds prior to the disconnect, the device had been paused followed by an alarm for check syringe. Nine seconds after the disconnect, the channel disconnect pop-up was able to be confirmed, so it cannot be determined if the disconnect was due to a communication issue or due to the user physically removing the device from the system. The syringe module error log shows that at 4:04 pm on (B)(6) 2016 error code 13-1033-149 occurred while the pcu was being powered on in maintenance mode; this error is not associated with the channel disconnect. The root cause of the customers report of a channel error was not identified. No devices were returned for investigation. No devices received, log review only.

Event description:
The customer reported that a channel error code 13-1033-149 occurred during an infusion of treprostinil, dosage and rate not provided. There was no patient harm. The facility biomed later reported that comm errors could be replicated depending on the positioning of the modules, and with mechanical agitation of the syringe modules. The iuis were replaced by the facility biomed because of white and green contamination and skewed pins. After replacing the iuis there were no further disconnections under similar agitation.